Manufacturer narrative:
The device was returned and was evaluated on 10/26/2021. No issue were found with the device when it was evaluated. The device passed all functional testing.

Manufacturer narrative:
The pump was requested for testing/evaluation. In follow up with a medela sales representative on (B)(6) 2021, the customer stated that the device had a large air leak which suddenly stopped, and the patient became symptomatic. They troubleshot the unit but no evidence of blockage was noted. The unit was removed from the patient, a standard chest tube atrium was put into place. The chest x-ray showed full reexpansion of the lung. Medela is filing this report, which is considered a serious injury as it required medical attention.

Event description:
On (B)(6) 2021, the customer emailed medela llc account manager alleging that they were having problems with one of the thopaz chest drainage device where an air leak was not detected.